Event description:
It was reported that the device received an alarm - error code message. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
H7 & h9 fields are updated this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced sub mechanism assembly for channel error 242.4030. Replaced ail sensor assembly (damaged housing), rear case housing assembly (cracked upper well and door latch assembly (third party part). A review of the device history record showed the device had a manufacture date of 07/20/2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical issue of the mechanism assembly - stiction/ friction/ bind (error code 242.04030). The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. Review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. Internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. Replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA ca-2014-0284 lvp air-in-line CAPA _00926 lvp door latch CAPA ca-2018-0161 iui conn issues.

Manufacturer narrative:
Additional information: a1. The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an alarm - error code message. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an alarm - error code message. No additional information was provided. There was no patient involvement.